Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (500.0 mcg/ml at 60.03 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was a discrepancy at a refill. The event date was reported to be (B)(6) 2018. During the refill procedure, 20 ml was withdrawn from the pump instead of 4.1 ml. There were no discrepancies at previous refills. The patient experienced no symptoms of withdrawal. It was reported there was a problem of the catheter, although it was also reported that no troubleshooting/diagnostics had been performed. When prompted for actions taken, the response provided was "na." Surgical intervention did not occur nor was planned. Contributing factors to the event were unknown. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. No complications were reported. Pump logs were provided from an interrogation on (B)(6) 2018 at 10:16. The logs confirm that the expected reservoir volume was 4.1 ml. The pump was updated on the same date at 10:50, and the reservoir volume was updated to 20.0 ml.